Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had alarm generated when a power failure is detected the customer¿s blood glucose level was 240 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 24 alarms noted during testing however, pump error 24 alarms are confirmed in the downloaded trace files due to moisture damage on the electronic assembly. Moisture damage was also found on the inside of the battery tube and on the motor and force sensor.